Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamps of two (2) transfer sets were damaged. This was found during opening of the package. There was no patient involved. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. A visual inspection with naked eye noted both transfer sets have a cracked main body. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.